Event description:
It was initially reported the patient's generator was explanted, replaced, and returned to livanova for analysis. During product analysis, contaminants were seen on the trimmed edge of the printed circuit board assembly (pcba), and subsequent testing with the contaminants on the can and removed, it was determined that this contamination suggested probable electrical paths contributed to the supply current conditions suggesting premature battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. A comprehensive automated electrical evaluation was performed on the pulse generator. The generator battery measured 2.673 volts (ifi=yes) and diagaccumconsumed memory locations revealed that 79.015% had been consumed. Postburn electrical test reported the generator failed several tests. After the trimmed edge of pcba was cleaned, postburn electrical test reported generator passed these tests. No additional relevant information has been received to date.